Manufacturer narrative:
The user reported of having a heat stroke and a brain stroke.this event happened on (B)(6) 2025.the user received medication as treatment at the hospital and was prescribed with lisinopril, and lodopin as medication.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.the event was not related to diabetes.

Event description:
Senseonics was made aware of an incident where user reported of having a heat stroke and a brain stroke.this event happened on (B)(6) 2025.the user received medication as treatment at the hospital and was prescribed with lisinopril, and lodopin as medication.the user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.the event was not related to diabetes.